Event description:
It was reported that: "dr (B)(6) proceeded to impact a new head onto stem and the head impactor (plastic end) broke off."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.